Event description:
Report received of a pump changing rates. The pump was programmed to deliver an unspecified concentration of versed at 5ml/hr. The pump was found approximately 15 minutes later, infusing at 999ml/hour. The pt reportedly received 54ml of versed in 15 minutes. The pt was already intubated and on a ventilator prior to the event. There was no adverse effect to the pt, and no medical interventions were required.